Manufacturer narrative:
As of yet, no conclusion can be drawn, as repair information has not been made available. However, no reports of patient or staff injury were reported.

Event description:
The customer reported the system shut down w/o command. No report of patient injury.